Event description:
The patient stated she had just placed on a new v-go and confirmed that the needle button locked in place and when she did her second bolus click that is when the needle released on its own.